Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient's ins was not working and it was not charging. The caller tried charging the ins but they were the 'press start charge' screen. It was noted the patient has not charging in multiple weeks. It was suspected the patient's ins was in over discharge. The patient had an appointment in (B)(6) but they will try to move that up. No patient symptoms or further complications were reported as a result of this event.